Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the implantable cardioverter defibrillator (ICD) was later explanted and replaced when the patient was upgraded to a dual-chamber device.

Event description:
It was reported that the patient received multiple inappropriate shocks for an episode of atrial fibrillation (af) with rapid ventricular response that was detected by the implantable cardioverter defibrillator (ICD) as ventricular fibrillation (vf). It was noted that first phase short circuit protection was triggered during six episodes of high voltage therapy resulting in less than the programmed high voltage energy being delivered and an alert was triggered. The patient was hospitalized and due to the patient¿s af with rvr causing the shocks, the physician got the patient anticoagulated and performed a cardioversion during the inpatient admission. The device detections were turned off and the patient was sent home. The physician is awaiting to stabilize the patient prior to generator replacement. The ICD remains in-situ. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was low due to an unintended current pathway. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.